Manufacturer narrative:
Complaint conclusion: a report was received that a physician was not able to seat the filter of a 6mm angioguard rx in the retrieval catheter during its¿ removal. The device was successfully removed from the patient and exchanged for another angioguard device with no reported patient injury. The event involved a patient undergoing an endovascular treatment of his/her carotid artery that included the use of a 6mm angioguard rx device for embolic protection. According to the site, the product had been stored, handled and prepped according to the instructions for use (IFU). The device was inspected and nothing unusual was noted about the device prior to use. It is presumed that after the target lesion was treated, the capture sheath was advanced towards the filter basket. Attempts to retrieve the filter basket into the capture sheath were unsuccessful. The site reported that during this retrieval attempt no filter basket deformation was seen and no force was used. They further reported that the angioguard device was successfully removed and exchanged for another angioguard device with no reported patient injury. Attempts to obtain the device for analysis by the manufacturer have been unsuccessful. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device for analysis, the reported event could not be confirmed and no determination of possible contributing factors could be made. The product IFU instructs the user to collapse the filter basket by advancing the capture sheath until the distal capture sheath marker is adjacent to the proximal filter basket marker band. Using fluoroscopy, the user is to confirm filter basket closure by ensuring reduction of the diameter of the radiopaque strut marker bands. The IFU further instructs to not try removing the angioguard rx by only pulling on the capture sheath and to never pull the capture guidewire into the guiding catheter or interventional sheath introducer if there is resistance. If resistance is encountered, the user is instructed to reposition the capture sheath to ensure that the filter basket is properly seated into the captured sheath. The user should remove the device by grasping the guidewire and capture sheath together near the hemovalve from the guiding catheter or sheath as a single unit. Care should be taken when pulling the basket through the open hemovalve to avoid potential release of captured emboli. Based on the information provided, it is not possible to determine what factors may have contributed to the reported issue. Based on the device history record review, there is no indication that the event is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
Physician could not seat filter in retrieval catheter of an angioguard when removing from it from the patient. There was no patient injury reported. The product will be return for analysis.